Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 22jun2017 to assess the antibody screen test well images in question, which showed slight red blood cell adherence, being classified as visually negative. The immucor laboratory tested retention product on 28jun2017 which performed as expected. The immucor laboratory tested a returned blood sample from the customer site on 05jul2017 which yielded expected positive reactivity, consistent with anti-jka.

Event description:
On (B)(6)2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with two (2) galileo echo instruments.